Event description:
It was reported that the patient had multiple asymptomatic low flow alarms. The event log file captured low flow alarm events on 05apr2026 and 08apr2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occur at times when the pulsatility index (pi) was elevated. Additional information was received that the cause of the alarms was considered to be dehydration at the time due to constipation and nausea. The patient was encouraged to take fluids. The patient was traveling and refused to go to the emergency department (ed) for evaluation. It was noted that the patient had a known hypertension due to extreme dizziness with falls with lower blood pressure readings of 131/97 and mean arterial pressure of 108. The patient was to have echocardiogram om (B)(6) 2026. However, no further alarms were noted since (B)(6) 2026. Additional information was received that the cause of the low flows was likely dehydration. The echocardiogram results showed that the vad inflow cannula was positioned at the apex. The left ventricle was mildly dilated with normal wall thickness; however, systolic function was severely reduced, with an estimated ejection fraction of approximately 15%. There was severe global hypokinesis and interventricular septal asynchrony. The right ventricle was grossly normal in size with normal wall thickness, and systolic function is at the lower end of normal. A device lead is present in the right ventricle. The aortic valve is tri leaflet and moderately thickened, opening with every cardiac cycle. There is no evidence of hemodynamically significant aortic stenosis or aortic regurgitation. The pulmonic valve was not well visualized but appeared to be grossly normal, with no evidence of regurgitation. The mitral valve appeared structurally normal with trace regurgitation. The tricuspid valve was also structurally normal, with mild to moderate tricuspid regurgitation. Estimated right ventricular systolic pressure was within normal limits. The aortic root, ascending aorta, and aortic arch were all normal in size, with mild atherosclerotic plaque noted in the ascending aorta. There was no pericardial effusion. Overall, compared to the prior study, there has been no significant change. The lvad is set at 5000 rpm. Left ventricular internal diameter in diastole (lvidd) measures 5.4 cm, and right ventricular function remains low-normal. Mild mitral regurgitation and mild to moderate tricuspid regurgitation persist. Torsemide was stopped no further low flow alarms, improved lh and dizziness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.